Event description:
It was reported the procedure was being performed on (B)(6) male patient with a cardiac stent used for hypertension. The arterial cannula was being placed to monitor the pressure following the administration of the nitro IV. During insertion into the left radial artery, the metallic guide (guide wire) broke in the installer. Once the complication occurred, the staff doctor took over. The staff physician was successful in removing all components. As a result, another catheter was used. The department head stated no surgery was needed.

Manufacturer narrative:
(B)(4).